Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The oas instructions for use state: "the oad is designed to track and spin only over the csi viperwire advance or viperwire advance with flex tip coronary guide wire... Do not use any other guide wire with the oad." Csi ID# (B)(4).

Event description:
A peripheral viperwire guide wire was inadvertently used with a coronary orbital atherectomy device (oad). The 99% stenosed, highly calcified target lesion was located in the right coronary artery. During the procedure, the oad became stuck on the peripheral wire. The device was removed, and the spring tip of the viperwire had fractured and remained in the vessel. The vessel was treated with balloon angioplasty. The spring tip fragment had fractured into three pieces. An attempt was made to retrieve the fragments, which was unsuccessful. The fragments were stented to the vessel wall with three stents. The patient experienced chest pain but was stable at the completion of the procedure. No additional intervention was performed for the chest pain, and the patient was discharged on (B)(6) 2021.